Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported on the product information report that the lead was an attempt implant. The lead was difficult to position and unable to capture nor provide good sensing. The lead was explanted and replaced with another lead. No patient complication have been reported as a result of this event.